Event description:
It was reported that, "the drill bit broke. Left a small part of the drill in the pt's bone."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.